Event description:
On (B)(6) 2012, the home patient (hp) contacted global technical services (gts) regarding an unrelated alarm. During the conversation, the hp stated he had peritonitis. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On an unreported date the patient began automated peritoneal dialysis therapy (apd) on the cycler only. On an unknown date in (B)(6) 2012, the patient did not wear his mask while performing peritoneal dialysis (pd) therapy. On an unknown date in (B)(6) 2012, the patient experienced peritonitis. On an unknown date in (B)(6) 2012, the patient and his family were retrained on aseptic technique and the patient was instructed to wear a mask during therapy. The patient was treated with unspecified antibiotic therapy. The patient was not hospitalized for this event. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. The pdrn stated the peritonitis was caused by the break in aseptic technique and was unrelated to any baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because nurse reported a break in aseptic technique described as the patient did not wear a mask before starting therapy. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.